Event description:
It was reported that during cleaning at the user facility the 1:1 bur attachment disassembled. No further information was provided by the user facility.

Event description:
It was reported that during cleaning at the user facility, the 1:1 bur attachment disassembled. No further information was provided by the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the loctite holding the housing to the attachment was found to have failed. The device was discarded by the manufacturer.